Event description:
Brushhead loosened from handle/small parts came loose in mouth [device breakage]. No adverse event [no adverse event]. Case description: a 66 yr old male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b flexisoft brushhead came loose from the handle with small parts coming loose from the unit in his mouth. He reported this was the second brushhead from the same pack to do this. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.